Event description:
It was reported that a spectrum pump alarmed false air in line. The event occurred during programming or set up in the catheter lab. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a false air in line alarm was not reproduced. A review of the event history log revealed multiple ¿air in line¿ messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibrated specification ultrasonic sensor. The ultrasonic sensor will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.